Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The video graphics array (vga) splitter was found to be faulty. The vga splitter was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. No "no input" messages were observed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was displaying no signal. Troubleshooting included checking the white plugs leading to the pc, they were all secure. No patient was present at the time of the event.